Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer's blood glucose level was unknown at the time of incident. Customer stated that the up arrow of the insulin pump was not responding. Customer stated that the battery cap was damaged and had no random no delivery alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm, drive/motor anomaly, unexpected motor noise anomaly or rewind anomaly noted during testing. The motor was tested outside of the device and passed. The test battery was removed and reinserted with no failed battery test alarm noted. Device primed properly during testing. No prime/fill anomaly noted. Buttons all buttons function properly. No unresponsive buttons noted. No damage noted on the keypad traces. During visual inspection, the keypad connector on the lcd was found locked properly. Device uploaded properly using care link. Device had a stripped battery cap at coin slot. Device had minor scratched display window, scratched case, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube lip and a stained end cap sticker. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.